Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the delirium resolved 3 days following its onset. The delirium was reported as unrelated to the medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 8 days following the implant of the medtronic and non-medtronic valve, which was one day following discharge, the patient presented with symptoms of hemiparesisand stroke was reported following a neurological assessment and diagnostic testing. The patient was transported to another facility and hospitalized. Unspecified intravenous medication was administered. As reported, the patient was no longer independent in activities of daily living (adl) and iadl and would be transferred to a nursing home following hospitalization. The stroke was reported as causal to the medtronic transcatheter valve. Additional information received indicated a pre-implant balloon valvuloplasty was not performed. During the implant procedure one re capture was performed. The reason was not known. The valve was deployed at 0 millimeters (mm) on the at the non-coronary sinus (ncs) and 0 mm at the left coronary sinus (lcs). The stroke was reported as unrelated to the delivery catheter system (dcs).

Event description:
It was reported that during the implant of the transcatheter bioprosthetic aortic valve, there was reported difficulty positioning the valve. The valve dislodged toward the aorta during deployment. Ultimately, the valve was deployed but dislodged toward the ventricle. The patient remained hemodynamically stable but developed severe aortic insufficiency. Using two lasso systems, there was attempt to secure and reposition the valve. However, the valve dislodged into the ascending aorta. The valve was secured with one lasso and a non-medtronic transcatheter valve was implanted with reported good results. The first valve remained stable in the ascending aorta. The patient was transferred to the coronary care unit and was stable. The event was reported as causal to the procedure and valve. Additional information indicated that the patient was transferred to a standard bed the same day. The following day a transthoracic echocardiogram (tte) identified that the embolized medtronic valve was mobile in the ascending aorta and reached up to the aortic arch. A computed tomography (CT) was performed this same day and noted this valve covered the origin of the brachiocephalic artery in the noncontrast phase and was located more proximally in the ascending thoracic aorta. There was no dissection, but there was focal intimal disruption on either side of the aortic arch. The day following the valve implant procedure signs of delirium occurred. Urinary incontinence and incoherent speech occurred. A head computed tomography (CT) was performed. No treatment reported. Thrombocytopenia was identified as well with a platelet count of 132. Two days following the valve implant a new left bundle branch block (lbbb) was identified with a pr interval of 217 milliseconds. The platelets measured 88. The following day the pr increased to 262 ms and the platelets measured 70. Four days following the valve implant the pr interval measured 247 ms and the platelets measured 89. A tte on this same date showed the medtronic valve remained mobile, but much less so than in the previous exam. Additionally, the valve appeared to have migrated toward the aortic valve, 1¿2 cm above the sinotubular junction (stj). The fifth day following the valve implant the pr measured 260 ms. The sixth day following implant the pr interval measured 266 ms. The rhythm alternated between a lbbb and right bundle branch block (rbbb). This same date a permanent pacemaker was implanted. The platelets measure 146 also this date. No treatment was required for the thrombocytopenia and the condition was reported as resolved. The lbbb and valve dislodgement prolonged hospitalization. The seventh day following the valve implant, given that the patient was hemodynamically stable, the patient was discharged without additional valve surgery.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: d-evolutfx-2329 product ID delivery catheter system (lot: unknown) continuation of d10: product ID {{l-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{compression loading system}}; product ID {{unknown lasso}}; product lot/serial number {{unknown}}; product type: {{lasso system}}; product ID {{unknown lasso}}; product lot/serial number {{unknown}}; product type: {{lasso system}}. H6: the codes present in h6 correspond to components/products that comprise the reported event. B17 represents the dcs. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: d-evolutfx-2329 product ID delivery catheter system (lot: 0012539483) updated data: d10 (inadvertently omitted on initial supplemental medwatch) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the transcatheter bioprosthetic aortic valve, there was reported difficulty positioning t he valve. The valve dislodged toward the aorta during deployment. Ultimately, the valve was deployed but dislodged toward the ventricle. The patient remained hemodynamically stable but developed severe aortic insufficiency. Using two lasso systems, there was attempt to secure and reposition the valve. However, the valve dislodged into the ascending aorta. The valve was secured with one lasso and a non-medtronic transcatheter valve was implanted with reported good results. The first valve remained stable in the ascending aorta. The patient was transferred to the coronary care unit and was stable. The event was reported as causal to the procedure and valve. Additional information indicated that the patient was transferred to a standard bed the same day. The following day a transthoracic echocardiogram (tte) identified that the embolized medtronic valve was mobile in the ascending aorta and reached up to the aortic arch. A computed tomography (CT) was performed this same day and noted this valve covered the origin of the brachiocephalic artery in the noncontrast phase and was located more proximally in the ascending thoracic aorta. There was no dissection, but there was focal intimal disruption on either side of the aortic arch. The day following the valve implant procedure signs of delirium occurred. Urinary incontinence and incoherent speech occurred. A head computed tomography (CT) was performed. No treatment reported. Thrombocytopenia was identified as well with a platelet count of 132. Two days following the valve implant a new left bundle branch block (lbbb) was identified with a pr interval of 217 milliseconds. The platelets measured 88. The following day the pr increased to 262 ms and the platelets measured 70. Four days following the valve implant the pr interval measured 247 ms and the platelets measured 89. A tte on this same date showed the medtronic valve remained mobile, but much less so than in the previous exam. Additionally, the valve appeared to have migrated toward the aortic valve, 1¿2 cm above the sinotubular junction (stj). The fifth day following the valve I mplant the pr measured 260 ms. The sixth day following implant the pr interval measured 266 ms. The rhythm alternated between a lbbb and right bundle branch block (rbbb). This same date a permanent pacemaker was implanted. The platelets measure 146 also this date. No treatment was required for the thrombocytopenia and the condition was reported as resolved. The lbbb and valve dislodgement prolonged hospitalization. The seventh day following the valve implant, given that the patient was hemodynamically stable, the patient was discharged without additional valve surgery. Additional information received indicated that 8 days following the implant of the medtronic and non-medtronic valve, which was one day following discharge, the patient presented with symptoms of hemiparesisand stroke was reported following a neurological assessment and diagnostic testing. The patient was transported to another facility and hospitalized. Unspecified intravenous medication was administered. As reported, the patient was no longer independent in activities of daily living (adl) and iadl and would be transferred to a nursing home following hospitalization. The stroke was reported as causal to the medtronic transcatheter valve. Additional information received indicated a pre-implant balloon valvuloplasty was not performed. During the implant procedure one re capture was performed. The reason was not known. The valve was deployed at 0 millimeters (mm) on the at the non-coronary sinus (ncs) and 0 mm at the left coronary sinus (lcs). The stroke was reported as unrelated to the delivery catheter system (dcs). Additional information indicated that the delirium resolved 3 days following its onset. The delirium was reported as unrelated to the medtronic products.

Manufacturer narrative:
Updated data related to the system reported device: h6. Conclusion: the subject device was not returned to medtronic; therefore, analysis of the product could not be performed. Additionally, procedural images were not submitted to medtronic for review. Potential factors that can influence dislodgement include tension applied on the device during positioning, calcification level, and shape of the anatomy. The cause of the reported dislodgement could not be conclusively determined with the limited information available. There is no information to suggest a device quality deficiency or a failure to meet manufacturing specifications. There was no new or unexpected device or therapy issue identified. The event is foreseen, within expected severity, documented in risk management, and included in monitoring and trending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the head computed tomography (CT) that occurred 4 days following the valve implant procedure showed no signs of stroke or of other acute event. The delirium was reported as causal to the implant procedure. The platelet count continued to increase. On the fifth and sixth days following the valve implant procedure the platelets measured 116 and 146 respectively. Treatment was not required for the thrombocytopenia. The physician indicated the thrombocytopenia was probably related to the implant procedure and possibly related to the transcatheter valve and/or the non-medtronic valve. The left bundle branch block (lbbb) resolved the same date as the permanent pacemaker implant. The physician indicated the lbbb was causal related to the implant procedure and transcatheter valve. Regarding the stroke that occurred 8 days following the valve implant procedure, symptoms included left hemiparesis and aphasia. Right sylvian stroke was the final diagnostic. There was partial recovering from the symptoms. An anticoagulant was prescribed twice daily for 10 days following onset. The stroke event was reported as recovered with sequelae as date of onset. The patient was reported as no longer independent and was discharged from the hospital and transferred to a nursing home the same date approximately 2 months following the onset of this stroke. The stroke was now also reported as causal to the implant procedure.